Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient called while changing supplies and requested assistance with rewinding the ilet. The patient stated that earlier, insulin had leaked from the connector and believed the connector piece may not have been attached correctly. The patient noted that there did not appear to be any visible issue with the cartridge or connector, but insulin was leaking from the point where the connector attaches to the cartridge. The patient replaced the cartridge and was guided through the steps to return to the rewind process and complete the supply change. The patient successfully changed all supplies, and insulin delivery resumed. The reported lot number was 30542. The patient¿s blood glucose was 104 mg/dl and was not affected by the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.